Manufacturer narrative:
According to the article (histological findings in soft tissues around temporomandibular joint protheses after up to eight years of fixation, in the international association of oral and maxillofacial surgeons (2010)), at the time of removal of the protheses, the joint capsules and the tissue in between the tmj tjr components appeared to be clinically in good condition, with no clinical signs of inflammation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Review of a journal article indicates the patient underwent removal of biomet stock tmj protheses implanted 4 years earlier, due to heterotopic bone formation medially and development of a muscle problem that made him unable to close his mouth.